Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye and a cut was identified. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. During leak testing, a cut in the tubing was identified. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a uv flash transfer set was cut and leaked during peritoneal dialysis therapy. This event occurred during use with patient involvement. The transfer set has been in use for two (2) months. There was no patient injury or medical intervention associated with this event. No additional information is available.